Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 29-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of dbs therapy indications. It was reported that the patient had their device turned on in the neurology office on (B)(6) 2019 where the impedance check was normal and initial programming was stated to have gone "very well" with nearly full tremor control on both sides. The patient stated they then went home, and later that night experienced "shocking sensations" to the right side of the face and arm, which happened "nearly every hour or two" with decreasing frequency. The patient was then seen the next day and the system check showed a short circuit on three bipolar connections. The symptoms were not reproducible with any repetitive or specific movements. The patient maintained good therapy and symptom control despite the shocking. It was stated, "the left was turned off the left side which should resolve his symptoms left the right hemisphere on so he can continue to have the therapy tremor control for his left hand. When we turned off the left hemisphere he still maintain good tremor control on his right hand." It was stated that the belief was that the tremors would return due to this. The representative stated they were unsure at this time what may resolve the issue, but troubleshooting will be carried out and may include medical intervention. It was not known what caused the short, as everything tested normal in the operating room (or) and the neurology office. No environmental/external/patient factors were known that could have contributed to the issue. A connection issue or potentially a fluid issue were suspected. It was stated the patient would be referred back to the surgeon to test connections and for possible replacement. No further complications or complications were reported.